Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00418 on (B)(6) 2021. September 2, 2021 additional information: siemens healthcare diagnostics investigated. Multiple samples are non-reactive with the advia centaur xp sars-cov-2 igg (cov2g) lot 008 and resulting reactive with the alternate method. Pcr testing was not performed. The draw dates and patient symptomology are not available. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. A negative result can occur if the quantity of the anti-sars-cov-2 antibodies present in the specimen is below the detection limits of the assay, or the antibodies that are detected are not present during the stage of disease in which a sample is collected. Sars-cov-2 antibodies may not be detectable in patients with recent infections (7-10 days or less) or in samples collected from patients less than 7 days from a positive polymerase chain reaction (pcr) result. Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. There is not an expectation the siemens cov2g assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Based on the information provided, no product problem identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
No errors on the system while samples were processed. Pcr testing was not performed on these samples and the collection dates were not provided. The customer service engineer (cse) was dispatched. The cse performed a total service call. The following items were checked: acid and base dispense volume all probe alignment and verify sample probe to cuvette bottom calibration the calibration for the cov2g assay was run and the quality control was run ten times for each level. All the results were acceptable. The limitations section of the IFU states the following: "performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics. Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods. A negative result for an individual subject indicates absence of detectable anti-sars-cov-2 antibodies. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. A negative result can occur if the quantity of the anti-sars-cov-2 antibodies present in the specimen is below the detection limits of the assay, or the antibodies that are detected are not present during the stage of disease in which a sample is collected. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained nonreactive (negative) advia centaur xp sars-cov-2 igg (cov2g) results for samples from nine patients that were considered discordant when compared to the reactive (positive) results from an alternate method. The customer reported the results to the physician and the physician questioned the results. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2g results.